Event description:
The tip of the 10 mm bone scalpel broke off during an orthopedic procedure and was not able to be found on x-ray. The surgeon indicated the piece may have been removed during the case by suction apparatus. FDA safety report ID# (B)(4).